Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that an injection port disconnection occured post implant of a gastric band. There was a rupture of the catheter at the junction of the injection site and the catheter. The port was replaced. There was no patient consequence.